Manufacturer narrative:
The hospital biomedical engineer performed a checkout of the unit and confirmed the reported complaint. The flow sensors were replaced and the white screen was removed from the absorber. The unit has been returned to service. Patient information currently unavailable.

Event description:
The hospital reported the unit alarmed "pres control (mode) not avail." During a case. The case was completed in synchronized intermittent mandatory ventilation mode. There was no report of patient injury.